Manufacturer narrative:
We have been informed by a clinician on (B)(6) 2021, that the subject device has been removed from a patient 21 days after implantation due to adverse reactions (implant placement date: (B)(6) 2021; implant removal date: (B)(6) 2021). According to the clinician, the symptoms have alleviated after removal of the implants. The reported symptoms included swelling all over the body, face, mobility, pain, swelling at the site. The patient has visited allergist; however the visit has not resulted in conclusive information. The clinician has indicated that a previous implant placement was done back in 2019, in which the patient reported the same allergy issue but in a lower scale, the implants were removed. This case was reported to straumann previously as an early implant loss without details about adverse reactions. The patient doesn¿t have history of other allergies and sensitivities. The batch number could be verified. Our manufacturing q-system assures, that production and process controls are in place to ensure that batches confirm to the applicable specifications before they are distributed. The subject device is manufactured from a titanium alloy: titanium alloy ti-13zr. Analysis of production records indicates all steps of the manufacturing inspection and release met the specification. No abnormalities have been identified in the DHR review that could potentially be linked to this case. Additional cbct scans 15 days after implantation (date of scan: (B)(6) 2021) have been provided. An assessment of cbct was done by the head of dental competence center at straumnn. An unusual bone resorption is visible around implant but is highly unlikely to have happened within the span of 15 days. Further information about the bone situation prior to implant placement or immediately after is not currently available. Assessment of trending data revealed no similar issues in the past for this device. According to our literature research titanium or titanium alloys abutments are recognised and clinically accepted treatment options and have proven long-term success. Additionally, we performed a specific literature search for this case. We found two publications discussing the impact of potential sensitivity to titanium on the osseointegration capacities of dental implants. Both studies conclude that the prevalence of titanium hypersensitivity is low (<1%), however it cannot be excluded as a reason for implant failure. Based on the investigations involving trend analysis, and communication and interviews, review of production records no device problems could be identified.

Event description:
We have been informed by a clinician on (B)(6) 2021, that the subject device has been removed from a patient 21 days after implantation due to adverse reactions. According to the clinician, the symptoms have alleviated after removal of the implants. The reported symptoms included swelling all over the body, face, mobility, pain, swelling at the site. The patient has visited allergists, however the visit has not resulted in conclusive information. Additional cbct scans indicate unusual bone resorption around the implant. However, the bone situation prior to implantation is unknown.